Event description:
The nurse reported a system message displayed when the surgeon pressed on the footswitch. The system did not respond until the surgeon released the footswitch and pressed down again. The surgeon removed all the instruments from the patient's eye and plugged the entry ports. The nurse switched to another pressure source supply and the surgeon was able to complete the case. The surgeon mentioned the patient had a retinal detachment, but it is unclear if the retinal detachment was the original diagnosis or if it occurred during the case. The case was scheduled for removal of cortical lens fragments that dropped into the posterior segment during cataract surgery. Multiple attempts were made for patient status with no response to date.

Manufacturer narrative:
The company service representative examined the system and found an air leak under the pressure vacuum manifold assembly. The pressure vacuum manifold assembly was replaced and sent for in-house testing. The system was then tested and met all product specifications. Investigation including root cause analysis is in progress. A supplemental MDR will be filed when additional reportable information becomes available. This report was mailed to FDA on: 09/25/2009.